Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes, and it was confirmed that the air/water nozzle may not have been wiped/brushed with gauze, brushes, or sponges. Additionally, there was no physical damage at the place where the foreign material remained. Based on the results of the investigation, olympus confirmed foreign material in the nozzle. As a result of component analysis, the foreign material was silicates (derived from medical solution) and organic silicone (derived from medical solution), and it was considered that the factors of foreign material adhesion include insufficient pre-rinsing and rinsing, and insufficient drying due to valve not being removed when the endoscope was stored. However, it was not possible to establish the root cause. The event can be detected and prevented by following the instructions for use: (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces.¿ olympus will continue to monitor field performance for this device.